Event description:
It was reported that during a prostate procedure the physician's thumb was burned from the fiber closet to the handle of the fiber. The procedure was completed without clinical consequences to the patient or to other staff attending the procedure. No further information provided.

Event description:
It was reported that during a prostate procedure the physician's thumb was burned from the fiber closet to the handle of the fiber. It was further reported that the fiber was used for 23:38 minutes and 98,453j at the time of the event occurred. The procedure was completed without clinical consequences to the patient or to other staff attending the procedure. No further information provided.

Manufacturer narrative:
Visual inspection of the returned device found mild devitrification as the output window and mild detritus adhered to the metal cap. Functional testing was conducted using a hene laser fixture and the aim beam was present at the fiber output window, no signs of breakage were found along the length of the fiber. The connector cone, segments and tabs all appeared to be in good condition and secure. The fiber passed the signature verification fixture test. Based on the device analysis it was not possible to confirm the reported burn injury. Based on the investigation results there was no anomaly identified on the device that could have resulted in the reported burn injury.